Event description:
It was reported that a spectrum iq pump had failed downstream occlusion with 24 per square inch (psi) during unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an failed downstream occlusion with 24 psi did not occur. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Evaluation determined the causality to be an out of calibration force sensor. The force sensor was required to be calibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.